Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock and coronary thrombosis was implanted with an impella cp device for mechanical circulatory support. It was reported the pump demonstrated low flow after 10 minutes of support. A clot was suspected, however the impella cp was removed and assessed, and no clot was visible. No patient harm was reported

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Product evaluation confirmed that there were no abnormalities with the device and the failure mode could not be reproduced. The most likely cause of the low pump flow was biomaterial.